Event description:
Latitude alert for ra impedance >2000 ohms. S/p right atrium (ra) implant 19 days earlier. Patient was brought into office with no capture on ra lead and serial impedances >3000 ohms bipolar and unipolar pace configuration. Scheduled for lead revision on the next day.